Event description:
It was reported that the charger for an iLet Bionic Pancreas reportedly burned out and became very hot, preventing the user from charging the pump and prompting the user to stop automated insulin delivery and manage insulin manually; the user reported a blood glucose of 123 mg/dL at the time of the call. Symptoms included no reported injury or clinical effects. Outcomes included no reported medical treatment, no emergency care, and no hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed a suspected charger overheating and failure of the charging component; a replacement charging pad was arranged as a goodwill measure. It was concluded, based on previously established findings for similar reports, that the most likely cause was a charger malfunction.

Manufacturer narrative:
Initial.